Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The field service engineer confirmed that the pressure transducer test failed and concluded that the pressure transducer was faulty. After the pressure transducer was replaced, pre-use check passed and the ventilator was returned to the customer. The replaced part was scrapped by the customer. The evaluation of received device logs shows that the pressure transducer test began to fail on february 14, 2021, which will be used as the date of event. The days before the test failures there are clinical alarms for high pressure, peep high and peep low. The last pre-use check passed five months earlier. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the reported pre-use check failure could be confirmed from received device logs. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).